Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 2/6/2023 it was reported by a facility representative via (B)(4) that an ar-6480 pump front panel is damaged. This was discovered during a shoulder scope with no patient harm.